Manufacturer narrative:
Device not available.

Event description:
It has been reported the device bur broke off and was retained inside the patient during a procedure. No further information was available.